Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an insect was found in the barrel of a 60 ml bd¿ syringe with bd luer-lok¿ tip before use. No injury or medical intervention.

Manufacturer narrative:
Investigation: DHR/bhr review: 18 blisterpak inspections were performed on 144 parts and zero defects were found. 20 print and assembly inspections were performed on 1000 parts and zero defects were found. No qns in DHR. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Investigation: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Bd was not able to duplicate or confirm the customer¿s indicated failure investigation conclusion: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends based on the above a CAPA is not required at this time. Root cause description: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.